Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and with corroded motor home switch. The insulin pump had cracked case at the display window corners, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.